Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. The tni assay quality control and calibration results were within acceptance limits. No product non-conformance was identified with the tni assay or analyzer. The cause of the event is unknown. The customer has not observed any further similar events since this singular event. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The same sample was reprocessed on the same instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.